Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system left monitor went blank and there was an overload fault during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.